Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs showed no evidence of a power handle error and therefore the reported condition of power handle error could not be confirmed. Additionally, evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. The rear housing was removed and the hardware of the handle was investigated. It was found that there were signs of contamination on the battery and battery connector. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of rsoc error and contamination that has no relationship to the reported condition. The root cause for the rsoc failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The power handle carries an ipx3 rating according to which only provides protection from spraying water. The handle is instructed to be cleaned per instructions for use (IFU) which states to "wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, during a functional end to end anastomosis (feea), the first reload was attached without issue. However, when the second reload was attached the handle displayed an error message. The surgeon decided to use a manual stapler instead to complete the procedure. The surgical time was extended by less than 30 minutes. There was no patient injury.